Event description:
A malfunction alarm identified as malf 16 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery and was instructed by technical support to return the faulty pump using a prepaid label within 10 days. A replacement pump was arranged by technical support, and the customer acknowledged instructions on placing the pump into storage mode before its return.